Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. It was confirmed that the terminal end of the lead was stuck within the device header. The terminal end of the lead was able to be pushed out of the lead port by removing the back of the device header . The rv lead port was thoroughly examined and no evidence was found that suggested how the rv lead had become stuck. There were no indication of silicone to silicone bonding between the lead's seal rings and device's seal plugs. Laboratory analysis was unable to conclusively determine the root cause of the terminal end of the lead becoming stuck within the device header.

Event description:
It was reported that during a changeout procedure due to normal battery depletion, difficulty was encountered disconnecting the right ventricular (rv) lead from the device header. Multiple attempts were made to remove the rv lead from the header port but were unsuccessful. The decision was then made to cut the rv lead in order to explant the device. The rv lead was surgically capped and abandoned (i.e., it remains implanted but is no longer in service). The terminal end of the rv lead that was cut and the explanted device were returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during a normal change out procedure, this implantable device was having difficulty disconnecting with the right ventricular (rv) lead after multiple attempts. Subsequently, the lead was cut off to explant the device. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.